Event description:
On 1/24/2000 it was reported to target that during a procedure to treat a right cavernous fistula, a dsb balloon was placed. Some days later a control angiography showed that the balloon had deflated. This event did not cause any harm to the pt who was reported in good condition.